Event description:
Reported event: the balloon got burst during use on a patient therefore, the device was replaced with a new one. Nothing fell/remained in the patient.

Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.